Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Also received with missing end cap sticker. No moisture damage on electronics.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 35 mg/dl. The customer treated her blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.